Manufacturer narrative:
The reported issue that the pressures sensors were damaged during cleaning and pressing too hard could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The alaris pump module is typically used for treatment. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
It was reported that the pressures sensors were damaged, even during cleaning and pressing too hard. The customer stated no further information is available regarding the events. No product returned.